Event description:
The company was informed that the pt had a skin flap thinning procedure performed. The company continues gathering additional info. When new info becomes available, a supplement report will be sent.